Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set separated. The reporter stated that the set disconnected between the tubing and the drip chamber during infusion. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The visual inspection showed that the vented chamber was separated from the tubing, located under insertion at the level of junction tubing/ vented chamber. The cause was related to bad insertion of the tube into the vented chamber. Refreshment training for the involved operators on the insertion requirements was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.